Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose level was 16 mg/dl at hospital 27 mg/dl in ambulance. The customer was treated with dextrose in hospital. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer did used auto mode at the time event. The insulin pump will not be returned for analysis.